Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d4, UDI: the device lot number and UDI number added. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an anterior cruciate ligament procedure, the tip of the scr/wash hexdrv 2.5mm device broke off. According to the reporter, there was a system or backup fixation on the tibia. After drilling and inserting the screw, the tip of a two-and-a-half millimeter hex driver broke off inside the patient. The broken piece was successfully retrieved from the patient. The procedure was delayed, though the exact duration of the delay was not specified. It was not reported whether a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the hex tip broken. Broken fragments were not returned for evaluation. Additionally, device exhibited signs of repetitive usage. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the scr/wash hexdrv 2.5mm *ea would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to improper handling/care of the device, such as an excessive force applied in a misaligned/off-axis position while trialing. As per instructions for use (IFU), using dull drills or taps can result possible breakage of the instrument during use. Do not force the drill or tap, this may cause breakage. Also, it is necessary to visually inspect the instrument and check for damage and wear and the cutting edges should be free of nicks and have a continuous edge. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.